Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an excision of a lesion on soft tissue, the device knife came off of the track and the device jaws could not be re-opened. The knife is reported as being extended from beyond the jaws. There was no patient injury.